Event description:
It was reported by the sales consultant that: the patient had a non union from a 2010 fracture of the left pilon. Surgery was performed to remove the hardware on (B)(6) 2012. All hardware was removed except the shaft of 2 x 3.5mm cortex screws since they were found deep in the bone. The surgeon will evaluate for infection of ankle and fusion of lateral ankle. This is 2 of 11 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.